Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, it was reported the trocar broke. The trocar was disposed of by the hospital and only the wire was returned.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that unfortunately only the remaining wire was returned, the trocar itself is missing. Therefore we are not able to determine the cause of this breakage. We can only suppose that too much applied mechanical force during the procedure has lead to this damage. No product fault could be detected.